Manufacturer narrative:
The reported event was confirmed. A complete lead was returned in one piece. A green foreign material consistent with stripped polytetrafluoroethylene (ptfe) coating from a guidewire was found in multiple locations at the proximal region of the lead. The inner coil was found to be bunched up in these locations. X-ray examination found a piece of broken guidewire stuck inside the lead. The cause of the reported event of ¿guidewire couldn¿t be moved¿ was isolated to the bunching of the inner coil at the connector region, due to the stripped ptfe coating from the stuck guidewire consistent with damage occurring while trying to remove the guidewire from the lead. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-01323. It was reported that the patient presented for an implant procedure. It was noted that when the physician attempted to place the lead into the target vein using a guide-wire, the guide-wire would not advance. The lead was exchanged and an attempt to place the guide-wire through the replacement lead of the same model also failed to advance. The physician was upset as he'd had a similar experience with a stylet used with this lead model and had a concern with regards to the design. A competitive lead was used to complete the procedure. The patient was stable.